Manufacturer narrative:
(B) (4).

Event description:
This is a report received on 05-august-2008 by baxter (B) (4) via the distributor, (B) (4) from a healthcare professional. A leakage (crack at the upper corner) on a cryocyte bag was detected after thawing. The cells were transfused from the over-pouch. The product has been used before in the same setting frequently. Additional info received indicates that the total number of target stem cells transplanted was 2.8x10e6/kg. The intended patient experienced delayed transfusion, prophylactic antibiotics, and a sterility risk. Per the customer's cryocyte processing protocol: dmso was used as a cryopreservant. Any visible air was removed from the bag and an over-wrap was used as well as a controlled rate freezer. The bag is then stored in vapor phase nitrogen for 30 days. The bag was not removed from the final storage temperature at any time. For transport, the bag was placed in a dry shipper filled with liquid nitrogen. The customer was not aware of any damage or deviation from standard procedure that may have occurred to the bag during filling, freezing, storage, transport, or thawing. In addition, there have been no recent changes in protocol, critical equipments/supplies or personnel. No additional information is available.